Event description:
It was reported by the patient's spouse that the remote monitor would not respond when the power button was pressed. The caller was advised to attempt to reset by unplugging and then replugging in the power cord. A manual transmission was then able to be successfully completed. The monitor had sent transmissions successfully prior to the call. No patient complications have been reported as a result of this event. The monitor has now been returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.

Event description:
It was reported by the patient's spouse that the remote monitor would not respond when the power button was pressed. The caller was advised to attempt to reset by unplugging and then replugging in the power cord. A manual transmission was then able to be successfully completed. The monitor had sent transmissions successfully prior to the call. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient's spouse that the remote monitor would not respond when the power button was pressed. The caller was advised to attempt to reset by unplugging and then replugging in the power cord. A manual transmission was then able to be successfully completed. The monitor had sent transmissions successfully prior to the call. No patient complications have been reported as a result of this event.